Manufacturer narrative:
Continuation of d11: product ID 8840 lot# serial# (B)(6) implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient was at the clinic for a follow-up visit when the nurse placed the physician programmer over the ipg the patient felt an electrical shock. It was noted that there was an electric shock form the physician programmer. It was noted that the nurse removed the physician programmer and then replaced it but the same thing happened. The nurse asked the patient to use their programmer to decrease the stimulation to 0.1, then afterwards it was possible to place/use the physician programmer without the patient feeling an electrical shock. No further complications were reported/anticipated. Additional information received from the manufacturing representative reported that the healthcare professional (hcp) was pretty sure that the patient felt the shock at the implantable neurostimulator (ins) or at the anus. The patient had no problems with therapy and the device worked fine. The physician programmer¿s grey part was replaced. It was reported that it could have been static electricity.